Event description:
It was reported that the emergency dept was performing a procedure on a female pt who presented with chest pain from her primary care physician's office. The pt was triaged and chest pain protocol and mgmt was initiated. During the initial eval and treatment, the pt's blood pressure became hypotensive and so they decided to place a central venous catheter (cvc) in the pt femorally. The spring wire guide (swg) passed through the vein and became coiled in the soft tissue and could not be removed. The distal end of the swg remained in the soft tissue of the right groin. As a result, another kit was opened and placed successfully for the pt. The pt was admitted to the critical care unit for continued treatment and stabilization of sepsis/pneumonia. The retained swg was surgically removed on (B)(6) 2011. It was noted that the kit used during placement was discarded and the swg removed surgically was disposed of post operatively. There was no delay in treatment, no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.